Event description:
Event description cpi received information that, upon interrogation at follow up, this ICD returned a fault code which indicated device eol. The device was explanted and returned for evaluation.